Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with dialysis catheter. The customer states that the suture wing and tube body was separated. The surgeon pulled the catheter out and inserted a new catheter for the pt. No additional information provided.

Manufacturer narrative:
Submit date: 08/15/2014. An investigation si currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
.

Event description:
The product sample was not returned and no photos were received. The event description only states that the suture wing and tube body was separated, and no lot, samples or pictures were provided for this analysis. Therefore it is not possible to determine the reason why the suture wing was disconnected from the catheter. More information was requested to the customer and no additional evidence was provided. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as undeterminable. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% suture wing visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.